Event description:
The packaging stuck together upon opening the syringe. Therefore, the package was unable to be opened using sterile technique. This event did not occur during a surgical procedure. There was no adverse consequence to any pt or delay in surgical time to this event.